Manufacturer narrative:
The patient sample was received for investigation. The investigation is ongoing.

Event description:
The initial reporter stated they received questionable results for one patient sample tested with the elecsys troponin t hs on a cobas e 801 module (serial number (B)(4)). The troponin t hs results did not agree with the clinical examination and history of the patient and the customer suspects an interference-based discrepant high elecys troponin t hs result. The patient sample also generated questionable elecsys myoglobin results, which were not taken into consideration since the elecsys troponin t values were already considered implausible. This medwatch will apply to the elecsys myoglobin assay. Please refer to the medwatch with patient identifier. Patient identifier (B)(6) for information related to the elecsys troponin t hs assay. The sample initially resulted in a myoglobin value of 53.1 ng/ml. The sample was diluted 10 times and repeated, resulting in a value of <210 ng/ml, accompanied by a data flag. The sample was then repeated undiluted, resulting in a value of 21.0 ng/ml, accompanied by a data flag. The questionable results were reported outside of the laboratory.

Manufacturer narrative:
Upon initial investigation of the patient sample, the customer's results could be reproduced. The patient sample resulted in a troponin t hs value of 275 pg/ml, a myoglobin value of 57 ng/ml, and a ck-mb value of 7.38 ng/ml. The investigation is ongoing.

Manufacturer narrative:
A general reagent issue can be excluded. The investigation could not identify a product problem. The cause of the event could not be determined.